Event description:
The ve left ventricular assist device was implanted in 1997. On 01/23/2000, the pt noted strange noises coming from the pump and a decrease in speed of the pump during fixed rate operation. The pt went to the hosp and then the left ventricular assist device stopped abruptly, began alarming and pneumatic actuation was initiated with a hand pump. The left ventricular assist device was hand pumped for an indefinite period of time when suddenly normal electric actuation/function returned. The left ventricular assist device was operating normally under electric actuation until the evening of 01/25/2000, when the lvad stopped again and the pt was switched to pneumatic actuation via a drive console. On 01/26/2000, the pt had to be intubated and treated pharmacologically for circulatory problems.